Event description:
It was reported by the affiliate that the (1) ez45b and (1) zr45b were used during an unk procedure and the ez45b did not cut and staple with the first reload. The case was completed with another instrument. There was no consequence to the pt.